Manufacturer narrative:
The device was not returned for evaluation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
A report was received from (B)(6) with information stating that during patient use, all the alarms on the ventilator were not audible. The patient was then manually ventilated and then transferred to another ventilator. There were no negative patient consequences reported.